Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was a malfunction with the insulin pump. The insulin pump's drive support cap was loose and sticking out. The customer's blood glucose level was unknown. The customer will not return the device for analysis.